Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that a backup battery (ebb) fault alarm went off. Previously, the patient has had their battery reseated and replaced with a new one. The system controller and modular cable was switched out. The modular cable was exchanged due to damage to the outer cable's protective lining. The ebb faults resolved after the exchanges. Log files were submitted for review and the event log displayed multiple strings of backup battery fault alarms beginning on 14oct2024 at 10:52am. The backup battery faults occurred due to a failed ebb load test. There were no other unusual events seen within the log files. The mechanical circulatory system equipment was operating as expected. Both devices will return for evaluation.

Manufacturer narrative:
Section e3 - occupation: corrected manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed during review of the submitted and downloaded log files from the heartmate 3 system controller (serial number: (B)(6). The event log files collectively contained approximately 12 days of information (B)(6)2024 per timestamp). At 10:52:30 on (B)(6) 2024, a backup battery fault alarm activated due to the battery not passing the load test. At the time of this alarm¿s activation, the difference between the loaded and unloaded voltages was slightly outside the designed threshold. The observed alarm did not impact the ability of the controller to operate the pump at the intended speed. The backup battery fault alarm remained active until the controller was exchanged and shut down later that day. The returned heartmate 3 system controller passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period of time without any issues. Throughout testing procedures, the battery passed multiple load tests and atypical alarms were not able to be reproduced. The root cause of the backup battery fault alarm was determined to be the battery not passing the load test; however, the reason for the load test not passing could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate backup battery faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D) section 2 entitled ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and to never exchange their system controller without having a trained, competent caregiver at your side to assist. The heartmate 3 patient handbook (rev. D) - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), including those associated with backup battery fault conditions, and the actions to take if the alarm cannot be resolved. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.